Event description:
A customer reported they received a high reading on their precision xtra meter. It was reported customer obtained a reading of 204 mg/dl compared to a laboratory reading of 102 mg/dl within a 10 minute timeframe. When plotted on a parkes error grid the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing. It should also be noted that it is unknown if the customer washed their hands prior to testing and ate between tests which could impact the accuracy of results.